Event description:
It was reported that an ilet pump displayed ¿charge ilet now low battery therapy has stopped¿ while showing a solid green light on its charger and failed to charge on two separate chargers, whereas another ilet charged normally on the same pad. Symptoms included therapy interruption due to depleted battery. Outcomes included the need for backup therapy and replacement of the ilet. Investigation included technical troubleshooting and user education. Investigation of this case revealed a noncharging/charging failure associated with the pump power/charging function, with no visible damage reported to the device or charger and cross-check on an alternate charger confirming device-specific charging failure. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction related to the charging subsystem.